Manufacturer narrative:
E1. (B)(6). The device evaluation was completed on 08-dec-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. No other anomalies were found. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially it was reported that blood contamination was observed inside the tip of the catheter. The event was discovered when the tip of the catheter was visually checked in the middle of pulmonary vein isolation (pvi). The qdot micro catheter was replaced with new one. The procedure was completed without patient's consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 08-dec-2023, observed a hole in the surface of the pebax. This event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 08-dec-2023 and have assessed this returned condition as reportable.